Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure that was completed with cryo, the patient was noted to be hypotensive overnight. The patient was transferred to the intensive care unit (ICU) for monitoring, where he received vasopressor support. Phenylephrine was given intravenously, and oral sotalol and losartan were discontinued. A limited echocardiogram was performed and effusion was ruled out. Hemoglobin was checked periodically and found to be stable. The patient was discharged. The episode of hypotension was determined to be secondary to anesthesia. No further patient complications have been reported as a result of this event. The patient was enrolled in the (B)(6) study.